Event description:
It was reported that the insulin pump alarmed motor error. The caller did not provide the blood glucose reading. The caller did not want to complete the troubleshooting process, stating that he no longer trusted the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm was noted. The motor was tested outside of device and passed. A cracked lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker were noted.